Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to perform pump reset, chose to reset pump, and was able to interact with pump screen normally afterward.